Manufacturer narrative:
Evaluation of the returned pod6 revealed offset coil winds in its embolization coil. If the device is forcefully advance against resistance, damage such as this may occur. The resistance likely occurred due to the damaged lantern used in the procedure. Further evaluation of the device revealed pusher assembly kink. This damage was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-00954. 2. 3005168196-2021-00956.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00954, 3005168196-2021-00956.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern), pod coils, and a non-penumbra sheath . It was noted that vascular access was slightly difficult. During the procedure, the physician introduced the lantern into the sheath to the target location. While advancing a few centimeters of a pod coil through the distal tip of the lantern, the physician experienced resistance and subsequently, the pod coil would not advance further. Therefore, the pod coil was removed. While attempting to advance a new pod coil, resistance was experienced; however, the physician was able to place the pod coil into the target vessel successfully. The physician then decided to remove the lantern due to the resistance. The procedure was completed using additional penumbra coils and a new lantern. There was no report of an adverse effect to the patient.